Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery, an anterior capsular tear was noted in two different places. The tears were noted from the 1 to 3 o'clock hours, just under the primary incision, and from the 9 to 10 o'clock hours. According to the surgeon, the laser portion went well and the capsulotomy was free floating. However, after making the primary incision, the surgeon noted that he was not sure whether he had grabbed the capsule or not. No vitreous was noted, and the surgery was completed with no other complications. The planned intraocular lens was positioned in the capsular bag, and the incisions sealed fine. In the surgeon's opinion, the cause of the event is unknown. Additional information has been requested.